Manufacturer narrative:
Other, other text: d4:UDI section is unknown, no product information has been provided to date. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that the cassette was not able to be read by the pump. Cassette was tried with two different pumps. No patient injury.

Manufacturer narrative:
Email address: (B)(6). Corrected data: h10 no lot number was provided; therefore, a history record review could not be conducted.